Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported pain, mobility and no osseointegration.

Event description:
Mobility and pain was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved.